Event description:
Information received from the field does not address the patient's clinical status but notes intermittent ventricular loss of capture, acute rise in thresholds, a sensing anomaly, and lead dislodgement.